Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after spilling "skin tac" all over the pump, multiple intermittent altitude alarms occurred. Customer cleaned the pump and nothing was covering the speaker holes. Customer loaded multiple cartridges in an attempt to clear the alarms. Upon follow up, customer resumed normal operation. Customer's blood glucose ranged from 189-255 mg/dl.